Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that thy experienced high blood glucose of 400 mg/dl. Customer stated that the infusion set had bent cannula. Unknown if customer was using insulin pump within 48 hours of high blood glucose event. Customer will discontinue the use of device.